Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer on how to manage the button issue temporarily. Customer continued to use the pump for insulin therapy.